Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in fair condition and missing the back label. Customer's complaint was verified. The event log was unable to be downloaded. Service replaced the microprocessor board. Use testing was performed. The problem source is customer induced.

Event description:
Information was received that the cadd prizm vip pump has error code 20201. No reported adverse effects.